Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level. To treat bgs, the customer consumed carbohydrates. During a follow-up call, the customer declined to perform troubleshooting or provide information regarding the reported event.